Event description:
Pt admitted on [redacted] for hypoxia, on [redacted] rn flushed jt [jejunotomy tube] for meds and mickey j [jejunotomy] button broke and came out of the mickey gj [gastrojejunostomy] tube, unable to remove gj tube despite deflating balloon (attempted by bedside rn, charge, and resident md). Tube leaking profusely, attempted multiple ways of controlling, including ostomy bag and unable to properly secure. Copious yellow bile from tube requiring more frequent than hourly abd [abdominal] pad changes. Manufacturer response for gj tube, (brand not provided) (per site reporter). Yes, they were made aware on [redacted]. Currently awaiting manufacturer response.